Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k991223. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with catgut suture. The client reported that the thread broke during surgery (veterinary use). No more information has been provided.

Manufacturer narrative:
Device evaluation: analysis and results: there is one previous complaint of this code-batch regarding thread tangled and closed as confirmed after analysis. We manufactured and distributed in the market 239 units of this code-batch. There are no units in our stock. Thread on sample received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: taking into account that the cassette received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one cassette as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.